Manufacturer narrative:
Corrections: h6: health effect code changed. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000927863 with internal positive quality control samples and negative quality control swabs. During testing, the customer's complaint was replicated. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 927863, device part number 10732998 / lot 926277. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000927863 showed that the complaint rate is (B)(4). As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000927863, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.

Event description:
The customer reported false positive results for three (3) patients with the determine hiv 1/2 ag/ab combo test, taken on various dates. This report addresses patient one (1) of three (3). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test performed on (B)(6) 2025. The patient received a negative test with the rna real-time pcr method. The patient is a 33-year-old female who was pregnant and in the hospital for delivery at the time of the test. No treatment was provided due to the confirmatory test. No information regarding patient outcome was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results for three (3) patients with the determine hiv 1/2 ag/ab combo test, taken on various dates. This report addresses patient one (1) of three (3). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test performed on (B)(6) 2025. The patient received a negative test with the rna real-time pcr method. The patient is a 33-year-old female who was pregnant and in the hospital for delivery at the time of the test. No treatment was provided due to the confirmatory test. No information regarding patient outcome was provided.